Manufacturer narrative:
Correction information provided in d.4. Additional information provided in a.2., a.3.a, b.2., b.5., b.6., d.6.b., e.1. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated that the iol was exchanged for the same lens model but 1.5 diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the power difference was confirmed. The iol was exchanged for unspecified different power lens. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.